Manufacturer narrative:
Product ID: 3889-28, lot# va1ge6a, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1ge6a, ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient had a lead revision the day prior to the call due to a lack of therapy. The lack of therapy was reported to have been sudden, but also occurring since implant and a previous revision. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.